Event description:
It was reported that inappropriate auto-mode switch episodes were observed via remote transmission. No patient symptoms were reported. Programming changes were recommended.

Manufacturer narrative:
(B)(4).